Event description:
It was reported that the device was displaying system failure size sensor alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. Evaluation of the returned device showed the top case was cracked front corners. There was contamination on the size pot and would not calibrate. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.